Event description:
The original analysis of the complaint determined that it applied to remedial action exemption e2005015. Failure investigation of the unit performed on 04/2006 confirmed the reported failure and isolated the failure to the main pcb (which is not associated to z-0664-05). There was no pt harm reported.